Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, e1, g1, h6.

Event description:
Healthcare professional reported "rupture of the implant". Healthcare professional later reported "damage to breast implants, capsular contracture". Healthcare professional later reported "on the baker scale, contracture of the 3rd degree". Healthcare professional additionally reported "implant is folded (the capsule collapses inward)". This record is for the right side. Device was explanted and replaced with another manufacture´s device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed an opening assessed as unidentified (tear) opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture of the implant". Healthcare professional later reported "damage to breast implants, capsular contracture". Healthcare professional later reported "on the baker scale, contracture of the 3rd degree". This record is for the right side. Device was explanted and replaced with another manufacturer´s device.

Event description:
Healthcare professional reported "rupture of the implant". Healthcare professional later reported "damage to breast implants, capsular contracture". Healthcare professional later reported "on the baker scale, contracture of the 3rd degree". This record is for the right side. Device was explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.